Event description:
As reported by the user facility (translation of user facility information by (B)(4) sales organization in (B)(4)): the clip was not well positioned on the tip of the needle - the clip is damaged. The nurse pricked herself.

Manufacturer narrative:
(B)(4). B. Braun medical inc. Is submitting this report as the device importer on behalf of b. Braun (B)(4) (the manufacturer). This report has been identified as b. Braun (B)(4) internal report # (B)(4). The actual device in the reported incident was not returned for evaluation. Without the actual sample a thorough investigation could not be performed. No specific conclusions can be drawn. Batch record review of the reported lot number did not reveal any abnormalities or nonconformances at in-process quality inspection. It should be noted that the introcan safety is designed to reduce the risk of needlestick injuries. However, cdc guidelines and/or facility protocols should always be followed. Sharps should be disposed of immediately into an appropriate sharps container.